Manufacturer narrative:
Upon review of the complaint and additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 02592. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for left hip revision to address pain and elevated metal ions. Attempts have been made and no further information is available at this time.